Event description:
It was reported that the right ventricular (rv) pacing and sensing impedance gradually decreased and threshold increased until the lead was not capturing. It was also reported that there was patient alert due to low rv pacing and sensing lead impedance; insulation damage was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance trend data shows a gradual decrease for max and min ventricular impedance equal to 285 to 171 ohms range between (B)(4) 2010 and (B)(4) 2012.